Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with normal output and no telemetry communication. Analysis of the device image indicated hardware interruption occurred. Additional field information was requested regarding possible emi (electromagnetic interference) exposure or therapeutic radiation that could help explain the telemetry communication issues that resulted from the hardware interrupts. Supporting information was not available at the time of the analysis. The device was cut open to enable further testing and the battery voltage was found at normal level. After resetting its power, the device regained normal telemetry communications. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. There were no device anomalies found that could contribute to the reported events. A longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity. Despite extensive efforts, telemetry communication difficulties could not be reproduced in the lab.